Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via telephone call that the customer's blood glucose ran high. The blood glucose reading was 500 mg/dl. The customer was treated with a manual injection. Insulin did exit with a fixed prime. The infusion set was removed and the cannula was not bent. The insulin pump passed the high pressure test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.